Manufacturer narrative:
Product evaluation: the faulty resonator was evaluated on (B)(6) 2017 and the reported error could not be reproduced on the test bench. A severely corroded fiber coupler connector assembly causing intermittent fiber connection was found. The feed through board was found to be down revision. The feed through board, fiber connector assembly was replaced. The resonator was repeaked and a new test report was created. Probable root cause: based on fa report, the probable root cause was determined to be a corroded coupler connector assembly in the resonator, resulting in intermittent fiber connection.

Manufacturer narrative:
A service engineer evaluated the laser system in the field on may 30, 2017 and determined the reported error code were the result of a faulty resonator. The faulty resonator was removed from the laser console and sent back to the manufacturer or analysis and repair. The faulty resonator was received at the manufacturer on june 07, 2017. Competition of service pending resonator analysis and repair.

Event description:
It was reported that during a prostate procedure, system errors 213 & 302.13 occurred. The pvp procedure was aborted and the procedure completed by bipolar turp. There was no patient injury reported.